Event description:
It was reported by the affiliate in (B)(6) that the hd epscp,4.0,30,175,cw_storz endoscope device did not work anymore. During in-house engineering evaluation, it was determined that the device had poor image quality due to damaged optics. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that devices do not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the light post is damaged. Poor image quality damaged optics. The distal tip damage and fiber damage were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.